Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right ventricular lead exhibited failure to capture. On (B)(6) 2022, the patient presented for a lead revision procedure during which blood was observed in the lead lumen. Insulation damage was suspected. The lead was explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of insulation damage was confirmed. Analysis found that a complete lead was returned in one piece measuring 57.7 cm. Visual inspection of the lead found the outer and inner insulations cut on the proximal portion of the lead. The cause of the reported event of insulation damage was consistent with procedural damage. The reported event of failure to capture was not confirmed. X-ray inspection did not find any anomalies. Electrical testing did not find any indication of conductor fractures.